Event description:
Propofil drip was infusing and then placed on hold for doctor's evaluation. Restarted the drip at 18.9ml/hr with some 50+cc remaining in the bottle. About 10-15 minutes later, it was noted that amount left in bottle was 15-20cc. Pt became hypotensive with systolic b/p in the 60's. Doctor informed, fluids wide open. Pump sent to biomed who tested the pump and found it within spec. Device received by alaris for evaluation. The reported overinfusion could not be duplicated. The event log indicates that in 2005, the device was programmed at 18.9ml/hr. Ten minutes later the device was placed on hold. At this time a new infusion rate of 999ml/hr was entered. This infusion ran for approximately 1 minute before the device was once again placed on hold. Finally the device was set to infuse at 18.0ml/hr and ran until 20:15 when the latch was opened and the device was powered off. Note: the device will infuse 16.65 mls in one minute when set to infuse at a rate of 999ml/hr functional testing concludes that the device is infusing well within the specification.